Event description:
It was reported when using the bd pyxis medstation system experienced a shutdown, resulting in a black screen. When nurses tried to restart the device, it failed to switch on and even if switched on, only a clicking noise was heard, but it did not turn on, thereby preventing the user from accessing medication. This incident did not cause any delays in patient care and there was no patient harm. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 30-nov-2022 to 29- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was not working when turned on and off. Replaced 622 board on auxiliary 7.2. Logged into hta app to verify all qbs were working properly. The system functioned as intended after troubleshooted by the field service engineer.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a black screen. A field service engineer replaced the 622 board on auxiliary 7.2 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system experienced a shutdown, resulting in a black screen. When nurses tried to restart the device, it failed to switch on and even if switched on, only a clicking noise was heard, but it did not turn on, thereby preventing the user from accessing medication. This incident did not cause any delays in patient care and there was no patient harm. However, there were no adverse events or injuries reported based on this event.